Event description:
The user requests to increase the number of beats which deactivates the rate response function (in case of prolonged pacing at high rates).

Event description:
The customer requests to increase the number of beats which deactivates the rate responsive pacing in case of prolonged pacing at high rates.